Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold. The rv lead was also suspected to have been dislodged but was not confirmed. No intervention was performed. The patient was stable.